Manufacturer narrative:
Reported event of wire broke. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the brush got stuck when the device was attempted to go out from the sheath. They were in doubt if the device was extended or not then suddenly, the brush was easy to move in and out that something was broke. It was not confirmed if the brush was connected to the handle. Nothing was left inside the patient. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.